Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator delivered inappropriate shock due to incorrect interpretation of signal. The device was reprogrammed successfully. The patient was stable following changes.